Event description:
It was reported that while receiving the sales unit, the sales unit box had a hole in it. The hole went straight thru the box and into one of the device blisters. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval. Eval summary: as a lot number was not received, a device history review could not be performed